Manufacturer narrative:
(B)(4). Additional information has been requested.

Event description:
The customer reported that the patient's co2 line was found to have disengaged from the filter and the patient desaturated, experienced respiratory arrest. Means of intervention performed was not provided in the report. Additional information has been requested.

Manufacturer narrative:
Covidien/medtronic reference number: (B)(4). All the samples was compliant with the specifications.